Manufacturer narrative:
MFR ref no: (B)(4). The device ws received at baxter for eval. Eval confirmed reported symptom of "does not recognize that door is latched" caused by a failed upper link switch. The upper aux has been replaced.

Event description:
The customer reported that pump serial number (B)(4) does not recognize that the door is latched. There was no pt injury reported. No further info was available.